Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and it failed in every vector on auto set-up. The device data was sent to technical services (ts) and ts discussed the analysis shows a situation of low r:t ratio in all vectors and it was advised to check the device position and see if a less posterior location can increase the r-wave. There was no defibrillation threshold (dft) test performed and the shock impedance is 40 ohms, which is low within normal range. The device remains programmed off and the patient is hospitalized until a solution can be found. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and it failed in every vector on auto set-up. The device data was sent to technical services (ts) and ts discussed the analysis shows a situation of low r:t ratio in all vectors and it was advised to check the device position and see if a less posterior location can increase the r-wave. There was no defibrillation threshold (dft) test performed and the shock impedance is 40 ohms, which is low within normal range. X-ray was also performed. The device remains programmed off and the patient is hospitalized and using a life vest until a solution can be found. Additional information was received. It was mentioned that the patient had a transvenous device system and it was explanted per discretion of the physician. An automatic set-up was performed for the s-ICD device and it resulted in pass for the secondary vector/ provocation tests were also performed and no noise was observed. The physician decided to turn the device on so the patient can stop using the life vest and an exercise test would be performed. The patient will continue remote monitoring. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and it failed in every vector on auto set-up. The device data was sent to technical services (ts) and ts discussed the analysis shows a situation of low r:t ratio in all vectors and it was advised to check the device position and see if a less posterior location can increase the r-wave. There was no defibrillation threshold (dft) test performed and the shock impedance is 40 ohms, which is low within normal range. The device remains programmed off and the patient is hospitalized until a solution can be found. The s-ICD remains in service. No additional adverse patient effects were reported.